Event description:
It was reported that during a prostate procedure, the cap of the surgical fiber detached and was retrieved using a "dornier tool"; the cap was not retained. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient."